Manufacturer narrative:
The pod was received for evaluation with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate that there was an obstruction in the flow of insulin. No damage or deficiencies were observed in the pod that would prevent it from operating as intended. No problem was found regarding the reported pod cannula obstruction of flow event. No damage was found with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leakages were observed along the entire fluid path.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported a recent omnipod pod that showed leakage on day 2 to 3, presumably due to an immune reaction with protein buildup clogging the cannula. Insulin delivery during boluses stopped; increased pressure led to leakage between the skin and the pod, visible as a damp adhesive patch and traces of blood. The pod was worn on the abdomen between 49 and 71 hours. The patient reported rising glucose levels up to 14 mmol/l (252 mg/dl) and referred to this as a known issue with their healthcare provider. The current pod was placed on the upper arm and is still functioning as intended. There was no medical assistance required.